Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the mixers 1 and 2. The cse also checked reagent probe 1(rp1), which was high in the holder. The cse checked rp1 and reagent probe 2(rp2) alignments and pumps for leak. The cse ran reaction tray wash unit (wud) clean and ran quality controls, which were within range. The cause of the discordant, falsely elevated cre2 result on one patient sample is unknown. The instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
A discordant, falsely elevated creatinine (cre2) result was obtained on a patient sample on an advia 2400 instrument (serial number (B)(4)). The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate advia instrument (serial number (B)(4)), resulting lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cre2 result.